Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jues2208 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jues2208) have been reported from the same facility in (B)(6).

Event description:
It was reported that the claw of the retainer was found to be broken. It was stated this occurred with two devices. There was no reported patient contact. This report addresses the second device.